Manufacturer narrative:
The observed internal cannula tear is related to action #98586. No blood was observed on or within the pod. There were no damages or deficiencies observed with the device that would cause bleeding or bruising. No problem was found regarding the reported infusion site bleeding/bruising event. The pod was received with the needle mechanism assembly deployed. The pcb assembly and mechanism rails were observed to be corroded, and evidence of fluid ingress was observed on the commutator cap. After multiple attempts, data was unable to be downloaded from the device, and the patient history buffer (phb) file was unable to be inspected. The corrosion on the pcb assembly prevented pod download. During fluid path testing, an internal soft cannula tear was observed. This tear resulted in a leak. The location of the observed corrosion aligned with the location of the soft cannula leak, indicating that the internal leak caused the corrosion. The battery voltages were lower than expected due to the observed corrosion as well. Due to the partial/all data loss, it could not be determined if the user was having issues pairing the sensor. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: sp1a.210812.016.s908usqu1avc8 hardware: sm-s908u cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s blood glucose level rose to 400 mg/dl. The pod was worn between 4 and 24 hours, on the arm. Analysis of the returned device revealed a tear in the internal cannula, which resulted in fluid leaking inside the device. The device was originally reported for a pairing issue between the pod and continuous glucose monitor (cgm). Additionally, minor bleeding was noted, at the infusion site.